Manufacturer narrative:
One device was received for evaluation. A review of the event history log revealed a double beep after power up. Functional testing was able to verify the reported problem. It was determined that the worn downstream occlusion sensor nub was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a "double beep no cassette." The fault was found during testing. There was no patient involvement.